Event description:
It was reported that the asymptomatic patient presented for preoperative check. Upon interrogation of the implantable defibrillator, reproducible noise was observed on the right atrial lead as well as several auto mode switch episodes. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.